Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering confirmed the returned cannula was fractured at the tip. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Although the exact root cause of this event could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Additional information was requested from the customer and provided. Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Robotic thoracoscopy - "trocar being used a camera port. During manipulation of camera, the distal tip of the cannula broke. No pieces fell into the patient. The trocar was part of a medline pack." Additional information received via e-mail from an applied medical sales representative on (B)(4) 2016: all these 12 mm have only used a camera through the cannula. Patient status - no adverse effect.